Event description:
The customer reported being hospitalized with an infection and her glucose was high while staying at the hospital. The customer was treated with antibiotics and possible insulin drip. The caller stated that her cannula was bent over the weekend, which increased her glucose level up to 337mg/dl. After changing the infusion set, she was able to get it back down. The customer mentioned being very active and running a lot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.